Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post procedure, a pericardial effusion occurred which required a pericardiocentesis and surgery to stabilize the patient. During an atrial fibrillation ablation procedure, the mapping and ablation catheters were inserted into the left atrium. Left atrial geometry and voltage mapping were completed, and an ablation strategy was decided. A large area circumference ablation was performed encircling the left pulmonary veins/right pulmonary veins and dissecting the carinal area between the superior and inferior veins on each side. Repeat voltage mapping was completed demonstrating an area antero-superior left superior pulmonary vein and mid to low posterior left inferior pulmonary vein. These areas were targeted with success. A repeat voltage map of the left atrium revealed complete lines of block around the pulmonary veins. Pacing inside the pulmonary veins demonstrated exit block for all pulmonary veins. During the procedure, systolic invasive bp remained in the 100-110 mm hg range. The act remained in the 300-350 second range. The esophageal temperature probe did not exceed 37.2 degrees celsius. Procedural medications were handled by anesthesia. The procedure was stopped, the catheters were removed and the access sites were secured. The patient was extubated and moved to the recovery area for observation. In the recovery area, the patient¿s blood pressure dropped into the 60s. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed and the blood pressure improved slightly but the effusion continued to be an issue. The patient was taken the operating room to determine the source of the issue. The physician noted bleeding around ablation sites and thin and delicate heart tissue. Patient extubated post procedure and recovered in ICU.